Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause for the patient not hearing the alarm was that she just can¿t hear it. The patient¿s pump was refilled on (B)(6) 2017. The patient had missed their (B)(6) 2017 refill appointment. The patient¿s weight was reported as approximately (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, baclofen, and morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the patient reported seeing an 8286 (empty reservoir) code on her ptm (personal therapy manager). The patient had missed her pump refill. She had a refill appointment (B)(6). The patient resided in a medical facility and her hcp (healthcare professional) was 3 hours away, so it would be impossible for her to get to the hcp office today. She was not hearing an alarm from the pump. The patient was planning to call her hcp and seek their medical guidance on if she could wait until her refill appointment tomorrow or what next steps she should take. The patient had no symptoms. No further complications have been reported as a result of this event.